Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having active driveline power fault alarms. The patient had exchanged the system controller twice and the alarm quickly returned. The driveline cable was covered with rescue tape. Log files were sent for review. The log files captured driveline power fault b alarms. It was later reported the modular cable and system controller were exchanged on (B)(6) 2025. The exchanges resolved the driveline power fault alarms. The old modular cable did not have any tears but was discolored to dark gray. The old system controller serial number had worn off. Additional log files were sent for review on 12dec2025. The log file captured routine events and there were no additional alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s outer labels being worn was confirmed, as the returned system controller (serial number (B)(6) was observed to have faded outer labels upon arrival. The controller was functionally tested and performed as intended throughout all testing. The controller was initially exchanged to troubleshoot the reported event of a driveline power fault alarm, and the cause of this alarm was isolated to an issue with the returned modular cable (evaluated separately). The provided log files have been addressed under the modular cable¿s investigation. The root cause of this alarm was not correlated to an issue with the system controller. The root cause of the controller¿s outer labels becoming faded was unable to be conclusively determined through this analysis. Incidental finding: wire fatigue within the system controller¿s power cables. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.